Event description:
The customer reported being in the emergency room due to diabetes ketoacidosis and high blood glucose of 490mg/dl. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Advised the customer to change the entire infusion set and reservoir. The customer did not have extra supplies to run the high pressure test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.